Event description:
Customer reports that the orbital brake sticks in the on position. No pt injury.

Manufacturer narrative:
The service rep replaced the orbital brake pad. System tested and the brake no longer sticks. Returned system to service.